Manufacturer narrative:
Check valve.

Event description:
The device failed pre-operational testing, difference between air flow sensor and exhalation flow sensor during air delivery test. No patient involvement. The manufacturers field service engineer (fse) found the check valve body torn from the outer ring. The fse replaced the check valve.